Event description:
It was reported that during a liver transplantation procedure, the clips stuck inside the device and weren't formed properly. The device was replaced by a new one and the operation was continued as normal. There was no pt consequences.